Event description:
The customer stated that she was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. The customer could not perform troubleshooting at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further eval will follow once the analysis has been completed.